Event description:
The treating center reported a protrusion at incision site on (B)(6) 2025. According to the report, the patient picked at left rns incision site. The patient also reported he had hit his head. Upon inspection, the physician observed a loop of the lead protruding from a 1cm x 1cm opening. On (B)(6) 2025, the patient underwent wound revision and washout, as well as removal of the damaged lead. (This was not reported to npce) all cultures were reported as negative at that time. On (B)(6) 2025 - the patient had was explanted (two neurostimulators and two leads). Treatment included oral keflex for one week. The treating center reported this was diagnosed as a wound dehiscence and protrusion. Cultures were positive for corynebacterium.

Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.